Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology, user technique, and procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the first mitraclip was deployed reducing mitral regurgitation (mr) from 4 to 3. A second mitraclip was placed medial to the first clip, but anterior leaflet assessment was difficult to confirm. Prior to deployment of the second clip, mr was 1 to 2. Visualization was difficult, but the physician thought there was a good grasp on both leaflets. Two seconds after the second clip was deployed, the anterior leaflet detached, but was confirmed to have a good grasp on the posterior leaflet. No intervention was performed for the single leaflet attachment. There was improved pulmonary vein flow and final mr was 3. On (B)(6) 2016, the echocardiogram showed the first clip was stable and attached to both leaflets and the second clip was stable on the posterior leaflet. Mr was 2. On (B)(6) 2016, the patient was discharged in stable condition. No additional information was provided.